Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, device interrogation revealed that the patient experienced a vt episode. Several atp and high voltage therapies were delivered unsuccessfully. The patient's rhythm converted spontaneously. The device was reprogrammed and the issue was resolved. The patient was asleep during the episode and did not report any symptoms.